Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the electronic device records and confirmed that the device had shown a 'replace battery' indication. The operating instructions for the lifepak 1000 state, 'possible defibrillator shutdown. When the lifepak 1000 defibrillator displays the replace battery message, replace the battery immediately'. The root cause of the reported issue was traced to using a battery without sufficient charge or poor battery connection to the device. No device parts were replaced. The device passed all functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.